Event description:
It was reported by the pt's attorney that as a result of having the mesh implanted, the pt experienced erosion, formation of scar tissue, dyspareunia, loss of proper bladder function and neurological compromise to her structures and tissues.

Manufacturer narrative:
The lot number is unk, therefore, no review of the device history record could be performed. The instructions for use which accompanies each device states in the adverse event section: "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
This follow-up should be #4; however, the previous paper submission(s) have not been recognized by the FDA¿s electronic production system. This continues to result in negative ack3 acknowledgment based off submissions under this manufacturing report #. Therefore, this emdr will be submitted as follow-up # 1. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per additional information received, the patient has experienced postoperative bleeding on anterior vaginal wall, acute vaginal hemorrhage requiring blood transfusion, acute anemia with vaginal exploration, drainage of a small posterior wall hematoma and re-suturing of the posterior vaginal wall, difficulty emptying (urinary retention), urgency, palpable sling through the anterior wall with possible sharp edges felt, uterine pain, pelvic pain, uterine adenomyosis, laparoscopically-assisted supracervical hysterectomy and resection of vaginal mesh, urinary tract infections, low abdominal pressure and pain, dyspareunia, dysuria, odor, vaginal pain, back pain, hematuria, mesh erosion into anterior vaginal wall, sexual excitation alone caused discomfort, therefore unable to attempt intercourse since 2011, rectal pressure, slow flow of urine, constipation, bladder outlet obstruction, and partial obstruction of mid urethra from sling, obvious kinking effect of the sling against the urethra, moderate cystocele, multiple surgical and nonsurgical interventions. The patient alleged neurologic damage, neuropathic pain, formation of scar tissue, anxiety, aggravation of her depression, and loss of consortium.